Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve and the positive end expiratory pressure safety valve were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received, there was no loss of mechanical ventilation as a result of this reported fault. A leak condition will be noted in the preoperative check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The event is not reportable. Device problem already known, no evaluation necessary.